Event description:
To summarize this event, three amplatzer vascular plugs (avp) were implanted to occlude a pavm. Complete occlusion was achieved during the procedure, however, the patient returned one-week later and the vessel had recannulized. Intervention was performed and coils were packed against the avps and another vessel was occluded that was originally missed. A small amount of back bleeding from the left side of the heart was present, but the patient¿s gradient has gone from 15% - 4%c. She was reported to be doing fine. The vessel measurements were and device sizes are as follows: 8mm with a 12mm avp, 10mm with a 14mm avp, 4mm with a 6mm.